Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the patient cable of the heartmate mobile power unit (mpu) was confirmed during evaluation of the returned mpu. The returned mpu, serial number (B)(6), was evaluated and tested as the service depot on (B)(6) 2025. Visual inspection of the unit confirmed tape on the patient cable near the power cable connectors and a loose rubber encasing. The patient cable was replaced, and the unit was functionally tested and passed. Preventative maintenance was performed, and the mpu was returned to the customer for further use. The provided information indicated no alarms were associated with the damage. The root cause for reported event was not conclusively determined through this analysis. The device history records were reviewed (shop orders (B)(4) and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mpu. Section f of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to clinic with tape on the patient cable portion of the mobile power unit (mpu). The patient was provided with a loaner mpu.